Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes the lead exhibited noise and continues to have low impedance.

Manufacturer narrative:
Lead was returned in two pieces. Final analysis found that the inner insulation was damaged at 38.8 cm from the distal tip. The inner insulation was abraded at 15.0 cm - 16.7 cm from the distal tip. The abrasion could have contributed to the low impedance and noise problem in the field.

Event description:
It was reported that the atrial lead exhibited sporadic low impedance measurements of less than 200 ohms, followed by a polarity switch from bipolar to unipolar. Prior to the most recent low impedance measurement, the patient underwent major back surgery. He has had multiple procedures within the past year. It was suspected that the low impedance measurements were due to electromagnetic interference from the medical procedures.